Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the issue of the ceramic head is repaired by a third party is caused by a component failure of the 3rd party repair. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, that the resection sheath, 8 mm, for 8.5 mm/26 fr. Outer sheath, abs, ceramic head is repaired by a third party. There was no patient involvement.